Event description:
It was reported that the ilet pump intermittently failed to sustain charging, frequently toggling between charging and low-battery indications and disconnecting from the charging pad, raising concern about consistent insulin delivery; the issue was associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care provided support that included analysis of information provided by the user and replacement logistics. Investigation of this case revealed a fracture-related problem consistent with a component-level issue, with the battery charger identified as the implicated component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.